Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2013 nurse reported the patient is currently in the hospital due to a dka incident that happened on easter while using the infusion device. Nurse stated the day before the incident the patient's blood glucose level was normal and ran from 112-187 mg/dl. Nurse reported that on the next day patient's blood glucose level was elevated and ran from 483- 600+ mg/dl before the patient went to the hospital. Patient's normal blood glucose range is 80-120 mg/dl. Nurse stated at the hospital the patient was diagnosed with dka and was admitted on (B)(6) 2013. Nurse reported the patient is still in the hospital and hoped to be discharged this afternoon. Nurse stated the patient has been on an insulin drip for treatment. Patient uses a competitor's infusion set. Nurse reported there were no error messages or occlusions received on the infusion device. Nurse stated the patient did not know why or how her blood glucose became so elevated. On follow up call to the nurse on 4/03/2013 nurse reported the patient's blood glucose level has returned to normal; patient was discharged on (B)(6) 2013. Nurse stated the patient or the doctor was not sure of what caused the dka but the doctor was the patient to receive a new infusion device. On follow up call the patient reported she thinks there was a blockage in her infusion set that caused her to go into dka, although she added she was not sure. Patient was using an infusion set by animas corp. And not by our company. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).